Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ocular myasthenia since 2008. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced muscular weakness ("generalised myasthenia"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 10 years after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in the limbs (legs and arms)") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, muscular weakness, pain in extremity and fatigue outcome was unknown. The reporter considered fatigue, medical device removal, muscular weakness and pain in extremity to be related to essure. The reporter commented: that the patient decided to have the device removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-may-2021. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ocular myasthenia since 2008. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced muscular weakness ("generalised myasthenia"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 10 years after insertion of essure. On an unknown date, the patient experienced pain in extremity ("pain in the limbs (legs and arms)") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, muscular weakness, pain in extremity and fatigue outcome was unknown. The reporter considered fatigue, medical device removal, muscular weakness and pain in extremity to be related to essure. The reporter commented: that the patient decided to have the device removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.